Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support for assistance with a slow drain, a power fail recovery failure, and a scale reading error. Upon follow up, the patient¿s peritoneal dialysis nurse (pdrn) stated that the patient was admitted to the hospital for peritonitis on (B)(6) 2018, and that they are still in the hospital as of (B)(6) 2019. The pdrn stated that the patient had a culture taken which was positive for fungal peritonitis, however was unsure of what the organism was or when the culture was taken. The pdrn stated that the patient was prescribed antibiotics but the type, route, dose, and duration were unknown as the patient is being treated in the hospital. The pdrn was unsure of the cause of the peritonitis event. The pdrn stated that the patient is practicing hemodialysis (hd) therapy in the hospital and is unsure if any fresenius device(s) or product(s) were utilized during hospitalization. The pdrn stated that the patient will transition to hd therapy upon discharge from the hospital owing to their history of peritonitis. The cassette used was not available to be returned to the manufacturer for physical evaluation. Additional patient, event, and hospitalization information was requested, but was not available. Clinical investigation: based on the available information, the patient¿s event of fluid volume overload is probably associated with malfunctioning peritoneal dialysis (pd) catheter (not a fresenius product) and possibly associated with insufficient dialysis prior to hospitalization. At this time, there is no evidence which supports the liberty select cycler malfunctioned when the device encountered the ¿m65 scale reading error¿ during pd treatment prior to hospitalization. The patient¿s report of slow draining is probably due to the malfunctioning pd catheter and can lead to ¿m65 scale reading error¿ after multiple patient line checks have been performed by the cycler. Since the patient was unable solve the draining issue the patient reported he had manual pd exchanges for back-up dialysis; but it unknown if the patient was able to perform treatment. Additionally, a temporal relationship exists between pd therapy with the liberty select cycler and the patient¿s fungal peritonitis. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler malfunction or product deficiency. At this time, it cannot be determined what exactly caused the patients fungal peritonitis with the information currently available. Fungal peritonitis is a known potential complication in pd patients and accounts for 3% - 6% of all peritonitis episodes. Should additional information become available, this clinical investigation will be updated accordingly.